Event description:
Primary stability not achieved, implant was completely covered with bone, bisphosphonate treatment, periodontal disease, complication in site preparation, pain ((B)(6) are same patient).